Event description:
A complaint of inadequate stimulation was reported. During the lead revision procedure, the surgeon noticed that several lead contacts were detached from the paddle lead. All contacts were removed from the patient. The patient was implanted with a new boston scientific spinal cord stimulator paddle lead. Patient is reportedly doing well.